Event description:
Date of event unk. During the upper gastrointestinal (gi) bleed procedure, the resolution clip would not come out of the scope. The scope was not in the torqued position. The physician completed with another of the same clip in that same scope with no problem, no patient complications. The patient's condition was reported to be fine.

Manufacturer narrative:
The complaint indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.